Event description:
It was reported that a patient underwent an episiotomy repair procedure on an unknown date and suture was used. The patient experienced post operative suture breakage several days following the procedure. No medical intervention was provided. The wound was allowed to heal by secondary intention and the patient is now symptom free.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for knot pull and straight pull tensile strength and they met the requirements. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), mfg date: 01/18/2012, exp date: 06/30/2017. (B)(4), mfg date: 11/18/2011, exp date: 12/31/2016. (B)(4), mfg date: 10/18/2011, exp date: 12/31/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.